Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A partial therapy was performed and no device failure or malfunction was identified. An internal inspection revealed fluid residue present on the digital board; however, no device failure or malfunction was identified that could have caused of contributed to the event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced air in the peritoneum manifested by left shoulder pain, chest pain, and vomiting. The patient was connected to the homechoice device and the event occurred during cycles 4 and 5. The patient stated that they re-primed to make sure the patient line was fully primed; however, they did not check the patient line before or after re-priming. It was reported that the homechoice did not alarm and had completed the therapy, despite the pain. The patient reported they did not observe air in the line. The patient was hospitalized for the event. The cause of the event was not reported. It was not reported if the patient received treatment for the event. At the time of this report the patient outcome was not reported. No additional information is available.